Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip free denture adhesive cream.

Event description:
It paralyzed her for a while, then she started moving around [paralysis]. Might be she was swallowing some of it [accidental device ingestion]. Her lips were sticky and grimy [lip disorder]. Awful problem with her arms hurting her. [Pain in arm]. It hurts from the shoulder [shoulder pain]. The pain went up into her neck yesterday. [Neck pain]. It hurts from the shoulder all the way down to the wrist. [Wrist pain]. It causes a goo in my mouth. [Oral disorder]. Case description: this case was reported by a consumer and described the occurrence of paralysis in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. The patient's past medical history included knee arthroplasty. Concurrent medical conditions included nearsighted. Concomitant products included no therapy. In 2016, the patient started super poligrip free denture adhesive cream. On (B)(6) 2017, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced neck pain. On an unknown date, the patient experienced paralysis (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), lip disorder, pain in arm, shoulder pain, wrist pain, oral disorder, device use error and product complaint. Super poligrip free denture adhesive cream was continued with no change. On an unknown date, the outcome of the paralysis was recovered/resolved and the outcome of the accidental device ingestion, lip disorder, oral disorder, device use error and product complaint were unknown and the outcome of the pain in arm, shoulder pain, neck pain and wrist pain were not recovered/not resolved. It was unknown if the reporter considered the paralysis, accidental device ingestion, lip disorder, pain in arm, shoulder pain, neck pain, wrist pain and oral disorder to be related to super poligrip free denture adhesive cream. Additional information: adverse event information was received on (B)(6) 2017. Consumer reported that, "sometimes she had to adjust super poligrip free 2.4oz during the day with more poligrip. She did not know if she got a reaction from this or not, but she seemed to be having this awful problem with her arms hurting her. It hurts from the shoulder all the way down to the wrist. It caused a goo in her mouth, and her lips are affected by it, they were sticky. Sometimes, she could not get her dentures out of her mouth. She had pain down both of her arms, mostly her left arm. She started using the super poligrip last year. Her lips were sticky and grimy. Might be she was swallowing some of it, she did not know. She was still using the product. She was using the product to hold her dentures. She was (B)(6). She had noticed that her lips were sticky and grimy if she used too much. No relevant medical history. She did not want to provide any personal information. She had pain in her shoulders and arms, and it hits her about four or five o'clock in the morning. She had been in a lot of pain. The pain went up into her neck yesterday. She was still experiencing it. It paralyzed her for a while, then she started moving around".